Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the during a device upgrade procedure, the implanter was unable to implant additional leads after implanting the right ventricular lead due to "tortuous anatomy." The lead was left in place for pacing during the procedure while the system was moved from a left to a right side. Upon completion of the upgrade procedure, the lead was explanted. No patient complications were reported as a result of this event.